Manufacturer narrative:
Investigation: further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. The patient's blood was noted at lipidic and was dehydrated. The patient was given 500ml of saline through IV. According to the doctor, patients in cases like this are given saline. It is unlikely that the donor was dehydrated as a result of the procedure, as mnc collections leave the patient fluid positive. Per internal report, no additional issues have been reported for this machine. One year of service history was reviewed for this device with no problems identified related to the reported condition. Root cause: the root cause of the event was the patient's lipidic and dehydrated blood.

Event description:
Patient identifier is not available at this time.

Manufacturer narrative:
Investigation is still in process. A follow-up report will be provided.

Event description:
The customer reported that during a mononuclear cell collection (mnc) they received the alarm 'inlet pressure sensor malfunctioned' and the alarm 'patient's fluid balance may be 10% higher than reported'. Per the customer, the patient's blood was lipidic and dehydrated; as a result, the patient was given 500 ml of IV saline. Patient information and outcome are not available at this time.